Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet insulin pump experienced a high blood glucose of 395 mg/dl after not eating for a while, with no leaking observed and the removed cannula appearing straight; the user had recently started pump therapy, and troubleshooting included inspection for insulin drops and a site change on the flex infusion set, along with education that glucose can fluctuate when new to pump use. Symptoms included hyperglycemia with no associated symptoms reported. Outcomes included no health consequences or impact. User support included customer-guided troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia of unclear cause and appropriate infusion site replacement performed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.